Event description:
On 2023-03-27: integrum received a request for a loaner unit since the patient's axor ii (i7691) had fallen off the abutment. According to the cpo, "the unit comes off after using it a while. The patient can walk with it for a few hours and then it starts to move and then the prosthesis falls off." No fall or harm to the patient reported. Manufacturing investigation performed, batch documentation reviewed and no deviations found. On 2023-05-10: technical investigation performed of axor ii i7691. During investigation, the unit passed the gripping test, however the clamps were found visibly worn; indented and damaged. The damages to the clamps indicate that the abutment has not been inserted all the way into the axor when used. The clamps were replaced. Axor ii has been serviced and now functions according to specifications. A feedback report has been provided to the cpo/patient highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.

Event description:
2023-03-27: integrum received a request for a loaner unit since the patient's axor ii (B)(6)had fallen off the abutment. No fall or harm to the patient reported. Manufacturing investigation performed, batch documentation reviewed and no deviations found.